Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on july 13, 2022. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Staff has been notified of the reported condition with the purpose of raising staff awareness. We will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that they had a patient come into the emergency room with urinary retention that required foley catheter placement. The catheter was inserted without difficulty. Shortly after discharge the patient returned as his foley fell out when he sat down. He brought the foley in and they tested it with 10ml of saline per manufacture recommendation and the saline leaked out where balloon is located, it never inflated. The patient was discharged again, went home, sat down and the catheter fell out again. He called at this time and let them know the balloon was deflated. The patient went in for a third time but did not bring the catheter in with him so they were unable to test it. They chose to put a different style of foley in at that time (none silver coated silicone, the blue ones).

Manufacturer narrative:
Additional information added to sections b3 and b4.

Event description:
The customer reported that they had a patient come in with urinary retention that required foley catheter placement. The catheter was inserted without difficulty. Shortly after discharge the patient returned as his foley fell out when he sat down. He brought the foley in and they tested it with 10ml of saline per manufacture recommendation and the saline leaked out where balloon is located, it never inflated. The patient was discharged again, went home, sat down and the catheter fell out again. He called at this time and let them know the balloon was deflated. The patient went in for a third time but did not bring the catheter in with him so they were unable to test it. They chose to put a different style of foley in at that time (none silver coated silicone, the blue ones).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.